Event description:
It was reported that during an implant attempt of a pacing lead, the lead was not maneuverable once in the vein. The physician described this as a vein problem rather than a lead problem. Upon removal of the lead, the helix was deformed. Another 5072 lead was placed without incident. No patient complications have been reported as a result of this event. The patient was part of the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).